Event description:
It was reported the x8-2t transducer had unspecified lens damage. This was associated with an epiq cvxi ultrasound system. There was no patient or user harm associated with this event. The transducer was replaced to address the customer's immediate concerns. This event will be reported out of an abundance of caution. Philips has started an investigation, and upon completion, a follow up report will be submitted.